Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 28-dec-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the "cuff pressure decreased right after inflating the cuff." There was no reported injury. Additional information stated (B)(6) 2021 stated the device was removed from the patient because decreased carbon dioxide (co2) monitor measurement was observed after 16 minutes of use. "There was no obvious leak on the cuff but the doctor decided to exchange a device for a new one to secure the cuff function."

Manufacturer narrative:
The device history record for the reported lot number, cm0184003, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was evaluated. Testing was performed on the sample to recreate the incident. Based on the sample evaluation, the incident was not confirmed. Root cause could not be determined. All information reasonably known as of 18-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.